Manufacturer narrative:
Initial reporter address1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx2.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, it was noted that the balloon ruptured at 10 atm and was simply removed from the patient's body. The procedure was completed with a different device. No complications were reported and patient condition was good post procedure.